Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an scs permanent implant procedure. After the procedure, the doctor was alerted that the patient lost motor function of their legs. As a result, the physician cut and explanted the lead from the epidural space. The patient has regained full use of their legs. The physician brought the patient back to the operating room a few days later to implant new leads and the issue was resolved.